Event description:
User discovered the water reservoir had leaked from the connection on the bottom and onto the floor. No patient samples were involved and no one was injured. The field service representative found the cause was a fluidics failure due to a cracked valve body. He replaced the cracked valve assembly on the buffer bottle. To verify analyzer performance he reinstalled buffer bottle with no leaks noted and ran controls which were acceptable.

Event description:
It was reported that the device would not operate properly on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
Investigation indicated the crack might have been caused by syswash. The valve body is recommended to be exchanged every 6 months on preventative maintenance. No injury due to the fluid leak was reported by the customer.